Manufacturer narrative:
(B)(4). The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the attachment device rotated with difficulty and the temperature in the housing was above specification. Reliability engineering evaluated the device and found that the bearings are worn out/corroded and loose creating a situation where the cutter is not able to be inserted. It was determined that this is because the bearings are no longer in axial alignment not allowing the cutter to pass through. It was further determined that the failure was caused by worn out/corroded bearings. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the attachment device rotated with difficulty and the temperature in the housing was above specification. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.